Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry damaging multiple components on the defibrillator and computer / analog board. The cause of the inability to complete testing and the inability to power on is the damaged components. The root cause of the high voltage deviation could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.